Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's garment was too tight and was cutting into the skin and causing a sore. The patient's physician prescribed a cream for the sore, and the patient was given larger garments. Follow-up indicated that the sore was healing.